Event description:
It was reported that after implantation of an akreos mi60l of 23.00 diopter power, the patient did not achieve the target refraction. The lens was then explanted on (B)(6) 2011 and another lens of 22.00 diopter power was successfully implanted. The customer requested a verification of the explanted lens diopter power. Additional information was requested but has not been received.

Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Results will be submitted to the FDA in a supplemental report.